Manufacturer narrative:
H6: investigation summary one needle sample received by our quality team for investigation. Upon visual evaluation, no defects or issues observed. Sample was connected to a syringe with saline solution, it expelled the solution with normal flow. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that the bd safetyglide¿ injection needle was clogged. The following information was provided by the initial reporter: needle giving alot of resistance, and not able to prime.

Event description:
It was reported that the bd safety glide¿ injection needle was clogged. The following information was provided by the initial reporter: needle giving alot of resistance, and not able to prime

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.